Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 18 closed samples for analysis. We have checked the needles of the samples received and the tips, edges and geometry are conform to the specification. We have tested the needle penetration performance (average 1st penetration) of 10 needles received and the results do not fulfill the specification. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Needle penetration performance results (average 1st penetration) of needles tested of the raw material batches used in this product during production were 0.431 and 0.457 n for each one and fulfilled the specification (<0.480 n). Reviewed the complaint history records, there are no previous complaints in any of the products manufactured with the same needle raw material batches used in this product regarding needle blunt/deficient punction. Final conclusion: taking into account that the results of samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: an internal non-conformity (inc) has been opened in the system to analyse the root cause and define the corrective actions if applicable.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The doctor complains of excessive difficulty in piercing the skin due to a tip that is, in her opinion, too blunt. No further information received.